Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during the vitrectomy surgery, vitrector (vitrectomy probe) from the simple vitrectomy kit did not generate vacuum, which required opening a new kit. In this second kit, the vitrector did not cut, making it necessary to open a third vitrectomy kit. Both the defective probes were from the same lot. The procedure completion details were unknown. There was no information about any patient impact.